Event description:
On (B)(6) 2009, pt stated her infusion device is making a different noise when programming the bolus. She stated it makes the noise and vibration when counting the amount of insulin however, "it sounds like a duck". Pt reported she uses the quick bolus option. She stated the noise is only abnormal during the confirmation of the bolus amount not while the piston rod is moving or at any other time. Pt reported last week she got the low cartridge warning, however when she looked at her cartridge, it was half full. She stated no other error messages were received at that time. Pt reported she believes these "small problems may lead to one big problem". No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.